Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure. The explanted device will not be return.

Event description:
It was reported that patient had to charge the implantable pulse generator (ipg) more often. The patient underwent an ipg replacement procedure. The explanted device will not be return. Additional information was received that patient was doing well post operatively.